Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) EKG cable is damaged. Patient not involved. No one was harmed onsite.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched and discovered that the EKG cable was deteriorated. The issue is expected to be resolved by replacing the EKG cable, fse is waiting for the parts. If there is a quote for spare parts, a quote will be sent to the customer later. There was no patient involvement and no harm reported. All operational and safety checks will be performed once repairs are completed. The record will be reopened and updated pending repair.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component codes), h11 corrected fields: e1 (initial reporter), h6 (medical device problem code, investigation conclusions) a getinge field service engineer (fse) was dispatched and discovered that the EKG cable was deteriorated. The fse replaced EKG cable cable assy, ECG leadwire set, 5 lead wit and performed test. All functional and safety test performed and passed. There was no patient involvement and no harm reported.

Event description:
N/a